Event description:
It was reported that the right ventricular (rv) lead exhibited rising thresholds, high impedances, and an apparent fracture. The physician attempted to replace the pace/sense portion of the lead with a competitor lead, but it was not possible to place the new lead. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products: 4076 implantable pacing lead - 2005 (B)(6); 4196 implantable pacing lead - 2010 (B)(6); 4195 implantable pacing lead - 2010 (B)(6); 5866 implantable adaptor - 2010 (B)(6). (B)(4).